Event description:
Pt complains of sjogren's syndrome, rheumatoid arthritis and lupus, pleurisy, muscle inflammation, polymyositis, chronic fatigue, muscle spasms, hands and feet turn color when cold, joint swelling and tenderness, memory loss, enlarged lymph nodes, hair loss, sensitive to sun, sleeplessness, trouble swallowing, colon problems, night sweats, tingling in hands and feet and no sex drive.